Manufacturer narrative:
The lot number was not provided; therefore, a review of the manufacturing records could not be completed. A supplemental report of the evaluation will be forthcoming when the results are completed.

Event description:
It was reported that the bonding connection between the pressure tubing and three way stopcock, from the patient side of the kit was detached during use. There were no patient complications reported.

Manufacturer narrative:
Received one single flothru dpt-vamp flex kit with IV set and pressure tubing. The ¿bonding connection between pressure tubing and three way stopcock on the patient side of the kit was detached¿ was not confirmed, but evidence of blood leakage from bonded connection was observed on the returned kit. As received, all connections appeared tight and there were no detached connection. No leakage was found from the kit during leak test. However, blood residues were observed at one of solvent bond connection between male luer of three-way stopcock on distal side and female connector of pressure line. The lock nut of the stopcock was bonded to the female connector, and it was not able to disconnect the bonded connection. No other visible damage was observed from the entire kit.